Manufacturer narrative:
Per the clinic, the infection was located at the surgical site and the patient was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). The patient was also treated with antibiotics (type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.